Manufacturer narrative:
The field service engineer (fse) found the high voltage capacitor needs to be changed. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device has an operational check error. There was no patient involvement.